Event description:
It was reported that the patient has been rewarming but had not met the targeted temperature (tt) 36.5c after the 6 hours notated on the clock. Nurse stated that the arctic sun device was now reading normothermia despite patient temperature (pt) was 35.8c. Concerned device was trying to maintain the patient temperature (pt) at the current temperature. Noted device reading normothermia was a part of the software. That changed to normothermia once the clock was met, but the device would still actively try to get the patient temperature (pt) to targeted temperature (tt) and maintain at targeted temperature (tt) set on the device. Device registering water temperature (wt) was 40.4c. Explained that confirmed the device was still actively trying to warm the patient. Confirmed good pad coverage and discussed tacoing in the baby. Noted if aligned with protocol, they could add warm blankets or bair huggers to assist with therapy. Encouraged to call back with any questions or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Nurse stated that the arctic sun device was now reading normothermia despite patient temperature (pt) was 35.8c. Concerned device was trying to maintain the patient temperature (pt) at the current temperature. Noted device reading normothermia was a part of the software. That changed to normothermia once the clock was met, but the device would still actively try to get the patient temperature (pt) to targeted temperature (tt) and maintain at targeted temperature (tt) set on the device. Device registering water temperature (wt) was 40.4c. Explained that confirmed the device was still actively trying to warm the patient. Confirmed good pad coverage and discussed tacoing in the baby. Noted if aligned with protocol, they could add warm blankets or bair huggers to assist with therapy. Encouraged to call back with any questions or concerns. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Correction: e, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has been rewarming but had not met the targeted temperature (tt) 36.5c after the 6 hours notated on the clock. Nurse stated that the arctic sun device was now reading normothermia despite patient temperature (pt) was 35.8c. Concerned device was trying to maintain the patient temperature (pt) at the current temperature. Noted device reading normothermia was a part of the software. That changed to normothermia once the clock was met, but the device would still actively try to get the patient temperature (pt) to targeted temperature (tt) and maintain at targeted temperature (tt) set on the device. Device registering water temperature (wt) was 40.4c. Explained that confirmed the device was still actively trying to warm the patient. Confirmed good pad coverage and discussed tacoing in the baby. Noted if aligned with protocol, they could add warm blankets or bair huggers to assist with therapy. Encouraged to call back with any questions or concerns.